Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the below the knee vessel. A 2.0x40x150 mm sterling balloon catheter was advanced to perform dilatation. During the procedure, the balloon was inflated multiple times; however, a pinhole rupture occurred in the balloon toward the end of the procedure. The compromised device was successfully withdrawn, and the intervention was completed using another identical catheter. No complications were reported for the patient.